Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory that this implantable cardioverter defibrillator (ICD) triggered replacement indicator while implanted. The ICD failed labeled longevity calculation. He device and battery behavior match that of trended units that reach eri/eol prematurely due to a higher than expected cell impedance increase. The device passed manual therapy verification testing on the bench. Pacing, sensing, and shocking functions were verified per manual bench top testing. The device was returned for unknown reasons. The device has been archived.